Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0mcvd, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient mentioned he used patient programmer (pp) and "pushed buttons on the machine" then began having "all kinds of symptoms". Patient went to urologist clinic and nurse practitioner (np) determined patient had turned therapy off. Patient calling for assistance ensuring he was using pp correctly. During call, patient also mentioned at last urology appointment, np "thinks some of the leads are not working properly". Patient also mentioned "he does notice when he sit down and watch tv, the left part of their butt goes numb all the time and she will have to shift weight to get it to go away". Patient mentioned he believed numbness may be due to having therapy off when he didn't know it, as mentioned above. During call, patient services assisted patient to use pp to determine stim on. Patient also mentioned he knows stim was on because "he could feel the vibrations (stim) in their left buttocks". The patient was redirected to healthcare provider (hcp) regarding "leads not working properly" and "butt was numb" from stim. Patient mentioned he may be getting x-ray and will follow up with hcp to schedule. The patient confirmed each event began about 2 months ago. No further complications were reported.